Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that allegedly a catheter crack was found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: a complete manufacturing review could not be performed, as the lot number is unknown. Received one x-port isp with partial groshong catheter for evaluation. The catheter terminated in a complete circumferential break, however, as the damage suggest the termination was cause by an intentional cut the finding is considered incidental. Visual inspection also identified one partial circumferential split between the 13cm and 14cm depth markers. The partial circumferential break is characterized by a smooth surface, buckling, and tearing; which is consistent with flexural fatigue. Therefore, the investigation is unconfirmed for the reported leak and confirmed for flexural fatigue. It was reported that the port was implanted using the right subclavian vein, which may have contributed to the identified flexural fatigue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the approximately two years post port implantation (placed via the right subclavian vein under ultrasound) during infusion of anti-cancer agent, leakage allegedly occurred. It was further reported that under CT scan the catheter damage was identified. The device was removed. There was no reported patient injury.